Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse replaced the power supply ((B)(4)). The unit was then giving error electrical code #53. After half an hour, the unit was giving a continuous error electrical code #117. The fse determined that the front end board was defective after checking it with another iabp. The fse replaced the front end pcb ((B)(4)). The unit was then functional. The iabp was released for clinical use.

Event description:
N/a.

Event description:
It was reported during routine check by the user,the cs300 intra-aortic balloon pump (iabp) is not working in backup battery and charging indicator is not working while charging.there was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.